Manufacturer narrative:
(B)(4). Advancer and jaws. The device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during one firing sequence causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. An investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The remaining three clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange indicator was not visible; however, this finding is not related with the incident reported.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.